Event description:
It was reported that this brady lead was not implanted successfully due to tissue in helix and the helix would not retract. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid and tissue. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities.

Event description:
It was reported that this brady lead was not implanted successfully due to tissue in helix and the helix would not retract. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown reason. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.